Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot number. It was reported the patient's occipital (off-label) leads are superficial and the patient can feel the leads at the skin. The patient stated the leads are as she described "poking at the skin". It was noted there is no skin erosion at this time. The patient was referred to a plastic surgeon. Follow-up pending.